Event description:
A journal article reported a keratoconus patient with a refractive surprise following bilateral intraocular lens (iol) implant surgery. The anticipated astigmatism was .42d and the first refraction six months postoperatively was documented as -0.25-0.75 x 180 degrees. The refractive astigmatism had decreased from -2.50 to -0.75. No complications occurred, and the patient was satisfied with the postoperative outcome. Additional information has been requested. There are three medical device reports associated with this event. This report is for the left eye of the second patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. (B)(4).